Event description:
Same case as: MDR 2134265-2013-06532. It was reported that during preparation of a percutaneous coronary intervention, a rotawire separation occurred. The target lesion is located on a severely calcified unspecified vessel. A rotawire ex support rotablator rotational atherectomy system and a 1.50mm rotalink plus were selected to treat the target lesion. During functional test, the rotaburr was rotated outside the patient after the rotawire was advanced to the target lesion, it was then noted that the rotawire got separated. The rotawire was replaced with a different device, however the rotawire was unable to be inserted into the 1.5mm rotaburr. The burr was replaced with another of the same device. No patient complications were reported and the patient status is good.

Event description:
Same case as: MDR 2134265-2013-06532. It was reported that during preparation of a percutaneous coronary intervention, a rotawire separation occurred. The target lesion is located on a severely calcified unspecified vessel. A rotawire ex support rotablator rotational atherectomy system and a 1.50mm rotalink plus were selected to treat the target lesion. During functional test, the rotaburr was rotated outside the patient after the rotawire was advanced to the target lesion, it was then noted that the rotawire got separated. The rotawire was replaced with a different device, however the rotawire was unable to be inserted into the 1.5mm rotaburr. The burr was replaced with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. An initial examination of the complaint plus unit was carried out. A connect/disconnect test and tug test were carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to load a test guidewire onto the returned unit. Resistance was met in the annulus of the burr. The burr was microscopically examined and revealed that the burr was flared/misshapen. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿gives detailed instructions on the proper set up of the rotablator system and states to verify that the guide wire tip is distal to the lesion and will not come in contact with the rotating burr." The dfu also states ¿complications associated with the guidewire includes distortion, kinks, and fracture¿. Never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip. (B)(4).